Event description:
It was reported the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to high thresholds. While in recovery, the staff noted the patient received one shock. Device interrogation detected 2 episodes and one shock. Testing noted there was no capture with the new rv lead, normal impedances, and no rv sensing signal. Lead dislodgement was suspected and an xray was done to evaluate lead position. It was reported the patient was stable and externally monitored in the cardiac care unit and while discussing situation with physician, patient became unconscious. Resusitation was attempted, but patient died. It was reported the physician does not think the device contributed to the patient's death. An autopsy was performed. The results are not yet available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Additional information received reported the autopsy was done and showed the lead placement was "positioned accordingly" in the right ventricle. The autopsy diagnosis are listed as "dilated cardiomyopathy - status post pm-implantation. State post postoperative fibrillation with frustrating CPR. Suspicion on acute myocardial ischemia of the posterior wall of the left ventricle."

Event description:
It was reported the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to high thresholds. While in recovery, the staff noted the patient received one shock. Device interrogation detected 2 episodes and one shock. Testing noted there was no capture with the new rv lead, normal impedances, and no rv sensing signal. Lead dislodgement was suspected and an xray was done to evaluate lead position. It was reported the patient was stable and externally monitored in the cardiac care unit and while discussing situation with physician, patient became unconscious. Resusitation was attempted, but patient died. It was reported the physician does not think the device contributed to the patient's death. An autopsy was performed. The results are not yet available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.